Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise back in may when it was programmed to the alternate vector. Technical services (ts) was contacted, and ts discussed recommendations. The device was reprogrammed to the primary vector. The s-ICD system was later explanted due to inappropriate shocks and noise and successfully replaced with a transvenous system. No additional adverse patient effects were reported.